Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, olympus could not identify the foreign material and could not conclusively specify the root cause of the foreign material that remained in the device. Since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, olympus could not specify the cause of the foreign material that remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign matter. There was no patient involvement.